Event description:
It was reported that the patient experienced an elevated blood glucose level and diabetic ketoacidosis. The patient went to the hospital and received treatment via an IV of insulin. The patient reported that she found the cannula to be bent when she removed it, two additional cannulas bent while attempting to correct her blood glucose levels. The infusion sets were requested to be returned for product evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the.....

Manufacturer narrative:
Product was discarded.